Event description:
Related manufacturer reference number: 1627487-2019-06201.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3163, scs lead. Therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06201. It was reported the patient was experiencing uncomfortable stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2019, where both leads were explanted and replaced with new leads. Therapy restored post-op.